Event description:
The manufacturer received information from a customer that ventilator inoperative alarm had sounded when they had powered on the trilogy evo device. A sales representative contacted the customer and informed them that they would visit them. The sales representative arrived at the customer's place and powered on the trilogy evo device when the same alarm occurred on the device. The sales representative replaced the device with another one. There was no serious patient harm or injury that occurred or was reported. The device has not yet been returned for evaluation. Good faith efforts are actively being made to have the device returned for evaluation. If the device is returned and evaluated, a follow-up report will be submitted with the evaluation results.

Manufacturer narrative:
The manufacturer received information from a customer that ventilator inoperative alarm had sounded when they had powered on the trilogy evo device. A sales representative contacted the customer and informed them that they would visit them. The sales representative arrived at the customer's place and powered on the trilogy evo device when the same alarm occurred on the device. The sales representative replaced the device with another one. There was no serious patient harm or injury that occurred or was reported. The trilogy evo device was returned to the manufacturer service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation it was noted that the devices flow sensor had fluctuation generating the system error, machine flow drift high (e-0155), had occurred on the device. In conclusion, the device's flow sensor was proactively replaced to address the issue. The root cause is confirmed at this time. Additionally, during the service of the device, the display printed circuit assembly was replaced for the logs not being acquired which was unrelated to the reportable issue. The vanity cover was replaced for the silver frame missing around the power button which was unrelated to the reportable issue.